Manufacturer narrative:
Device not accessible for evaluation.

Event description:
It was reported that the cot will not raise up after lowering the unit to the lowest position to get it into an elevator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. (Cot height cannot be adjusted).